Manufacturer narrative:
The insulin pump was received with frozen display during countdown stuck at 6; the problem is isolated to the mother board; unable to verify off no power alarm due to frozen display; unable to perform operating currents, self test, off no power, a21 error test, basic occlusion, occlusion, prime and excessive no delivery test due to frozen display. The insulin pump had minor scratched display window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump was not restarting after changing the batteries. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.